Event description:
A patient (B)(6) was enrolled in the (B)(6) for stress urinary incontinence. On (B)(6) 2011, the patient was injected with 2.5 coaptite, lot 1022822. On (B)(6) 2011, the patient developed urinary tract infection diagnosed by patient report and urine culture. The patient was treated with antibiotics and recovered by (B)(6) 2011. Per physician, the event was of mild severity and probably not related to coaptite. On (B)(6) 2011, the patient also developed an urinary tract infection diagnosed by urinalysis. The patient was treated with antibiotics and recovered on (B)(6) 2011. Per physician, the event was of mild severity and probably not related to coaptite. On (B)(6) 2011, the patient also developed an urinary tract infection diagnosed by urinalysis. The patient was treated with antibiotics and recovered on (B)(6) 2011. Per physician, the event was of mild severity and probably not related to coaptite.

Manufacturer narrative:
The device history records for lot 1022822 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.